Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the contact was unable to toggle between the alphabetic and numeric keypads on the touch screen. The contact declined to provide additional information and further troubleshooting with tandem technical support, and reported that issue had been resolved. Customer's blood glucose was 61 mg/dl.